Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed high ventricular rate alerts. The episodes resulted from over-sensed noise exhibited by the right ventricular lead. Programming interventions were previously made on (B)(6) 2022, and no further interventions were made. The patient was asymptomatic.